Event description:
It was reported that this right atrial (ra) lead had exhibited undersensing. Boston scientific technical services (ts) discussed undersensing on presenting electrogram (egm). This ra lead remains in service. No adverse patient effects were reported.